Event description:
It was reported that the patient experienced coupling and/or communication issues with the implantable neurostimulator (ins) system. The patient also experienced a fall on (B)(6) 2011 and developed a hematoma at the ins site which was drained and stitched. The last charging session was in (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: 2005-(B)(6), product type extension product ID 748940, serial# (B)(4), implanted: 2005-(B)(6), product type extension product ID 39286-65, lot# n211617001, implanted: 2009-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, (B)(4).